Event description:
It was reported during knee arthroplasty that when the surgeon was attempting to lock the articular surface into the tibial tray, the articular surface could not be seated. The surgeon ensured sizing was appropriate, technique was correct and that there was no soft tissue or foreign debris impeding the fit of the implant. Another articular surface was opened to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.